Event description:
In 2006 the device was observed to be leaking from a crack in the catheter located distal to the suture wing. The PICC was successfully explanted from the pt, and a replacement PICC was implanted. The complainant indicated that there was no adverse affect on the pt as result of the reported problem.